Event description:
It was reported that the bd maxguard extension set disconnected from the center/middle of the tubing. The following information was provided by the initial reporter: IV was disconnected in the middle of the tubing, not near any luer connection.

Manufacturer narrative:
The following field was updated with additional information: h. 6 medical device problem code (imdrf annex a code) - a0501. Investigation summary: no product or photo was returned by the customer. The customer complaint of separation in the middle of tubing, not near a connection, could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. Device history record review for model mx4450 lot number 22049030 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxguard extension set disconnected from the center/middle of the tubing. The following information was provided by the initial reporter: IV was disconnected in the middle of the tubing, not near any luer connection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 23-sep-2022. Medwatch report # (B)(4).